Event description:
Rptr has noticed that many of the infusion pumps in the hosp have not been serviced regularly by the hosp's rental co. This is not right. They need to be inspected and tested per MFR specs.